Manufacturer narrative:
The device is available for evaluation. It is yet to be received.

Event description:
The event involved a leak of taxol from the filter on a plum set. The device was in use for two hours. There was patient involvement, but no harm reported. No additional information has been provided.

Manufacturer narrative:
The reported filter leak was not confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the product a comprehensive failure investigation cannot be performed and a cause cannot be determined. A batch record review was performed to 140099290, lot # 885425h and no discrepancies that may have contributed to a complaint of this nature were found.